Event description:
It was reported that a cartridge alarm occurred during the load sequence. Customer's blood glucose (bg) was ¿high¿; however, a specific value was not provided. A manual injection was administered to address bg level. Reportedly the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.